Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance measurements and no capture. The lead was turned off and later capped and replaced. No patient complications have been reported as a result of this event.